Event description:
It was reported that the customer received a power source alert. There was no information provided regarding blood glucose levels. A replacement pump with a new serial number was issued to the customer.